Manufacturer narrative:
Additional manufacturer narrative/corrected data - according to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2015 a patient underwent treatment of an abdominal aortic aneurysm measuring 54mm with gore® excluder® aaa endoprostheses. On (B)(6) 2016, the aneurysm measured 56mm. On (B)(6) 2017 the aneurysm measured 65mm and a type ii endoleak was recognized. On (B)(6) 2017 the type ii endoleak was treated by means of arterial embolization with coils and onyx glue. (This event was reported in MFR report # 2017233-2018-00488) the patient had computed tomographic angiography after the type ii endoleak repair showing diameter of 66mm and no evidence of endoleak. Subsequent follow up examinations using non-contrast CT showed the aneurysm enlarged to 74mm, 79mm, and 87mm. On (B)(6) 2020, the patient presented to the ER with a free rupture of his abdominal aortic aneurysm. The rupture was in the treated segment of the abdominal aorta. Emergent surgery was required in an attempt to preserve the patient's life. Repair of the rupture using a hemashield 22mm graft was performed. On (B)(6) 2020, the patient expired. The site indicated the event was not related to the device or procedure. The death certificate lists hemorrhagic shock and multi-organ failure as the cause of death.